Event description:
It was reported that customer had experienced low blood glucose level. The low blood glucose level of customer was 28 mg/dl. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of incident. Customer was treated with food. Customer tripped due to low blood glucose level. Customer fell and a insulin pump dropped on the floor, then a motorcycle drove over the insulin pump, completely damaging it. There was damage to retainer ring also. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.